Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up, the pacing threshold increased, which in turn resulted in loss of capture. Fluoroscopy images indicated the lead had dislodged. The patient underwent surgery during which the screw was unable to be pulled back. As such, the lead was successfully extracted and replaced. There were no patient symptoms reported.